Event description:
Reference MFR: 1627487-2019-05182; follow up revealed that surgical intervention occurred to replace one of the patient's drg lead's.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Reference MFR: 1627487-2019-05182. It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention may be pending.

Manufacturer narrative:
Device information has been updated with the correct information.